Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 417 mg/dl. The customer treated via insulin pump therapy. Troubleshooting was declined for the high blood glucose; the customer stated that his high blood glucose sometimes occurs when he forgets to bolus with some meals. The customer resolved the no delivery alarm by changing out the infusion set and reservoir. The insulin pump was not returned or replaced.